Event description:
Intact smartsite infusion set found to have hair inside package. No patient was involved. The supply chain analyst will be contacting the local vendor to come and pick this up for their internal investigation.